Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had a cemented stem implanted where the stem became loose.

Manufacturer narrative:
An event regarding stem loosening involving an omnifit eon 132 was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: a device history review confirmed all devices accepted into finished goods with no reported discrepancies. Complaint history review: no other events were reported for the lot indicated. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a cemented stem implanted where the stem became loose.